Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a factory reset earlier in the day, the ilet functioned as expected until after dinner when blood glucose rose to 442 mg/dl without device alerts; the user declined to change the infusion site and performed tubing fill and reconnection, after which glucose began trending down. Symptoms included not feeling well. Outcomes included no medical intervention, no ketone testing, no back-up therapy use, and approximately 45 minutes of glucose outside target range. Investigation included remote troubleshooting and user education regarding post¿factory reset relearning and confirmation of infusion delivery by tubing fill and site reconnection. Investigation of this case revealed hyperglycemia of unclear cause, with potential contribution from postprandial insulin needs during algorithm relearning and an unconfirmed infusion site or delivery issue that improved after reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.